Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was reporting that there was only 4 minutes left on chemotherapy treatment but the bag was still full and it wasn't alarming. This occurred during delivery in the general patient ward. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of under infusion of 100% was not reproduced. The device was tested for flow accuracy and was found to under-deliver -5.31733%. . A review of the event history log (ehl) revealed an infusion that matches the customer report. There were no abnormalities that could cause or contribute to the reported problem observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The flow accuracy failure found during evaluation of -5.31733 % does not align with flow accuracy failure of approximately 100% observed by the user. A definitive cause of the user observation could not be determined. The pressure plate travel requires adjustment to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.